Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2010 indicated normal receiver stimulator function with multiple electrode anomalies. The device was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
The head of the respiratory service requested the manufacturer's local business manager visit the hospital to discuss an incident where they reported the ventilator shut down and did not alarm when the battery failed during transfer of a patient. The hospital reported the patient, who was very ill, passed away later in the day. Further information has been requested of the customer. The ventilator was returned to the manufacturer for analysis. Initial battery run time testing passed and the battery functioned per specification. Review of the ventilator event log noted several low battery and battery depleted alerts to the user when no ac power was in use.

Manufacturer narrative:
(B)(4).